Event description:
A healthcare professional reported that nmaf4220 lot # 9001134 implant lacked primary stability on tooth #14, due to bone too soft. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient is smoker. The device was forwarded to the manufacturer. No other medical issues were reported.